Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9023799. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with defective tubing during use. The following has been provided by the initial reporter: when the radiology department used needle to inject drugs into the patient's body, the CT instrument suddenly gave an alarm. Mr. Du came out to check and found that the indwelling needle extension tube was broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with defective tubing during use. The following has been provided by the initial reporter: when the radiology department used needle to inject drugs into the patient's body, the CT instrument suddenly gave an alarm. Mr. (B)(6) came out to check and found that the indwelling needle extension tube was broken.